Event description:
The following description of the event was documented by a viasys tech support specialist in response to a phone conversation with a third party service company service tech. "Called reporting that the blender doesn't pass the spi/blender check. The lowest fio2 that can be dialed in is 27percent. The blender knob is at 21percent. The knob goes to 100 percent . He requests a replacement blender. This blender may be due for its 18 month pm. Blender, I'll send him a replacement blender."